Event description:
It was reported that a physician, trained in the use of the starclose se, attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the sheath did not completely split after the thumb advancer was completed. The sheath appeared to be shredded, but no pieces were missing. The method used to achieve hemostasis was not specified. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Without the device evaluation, the cause for the reported incomplete sheath split and shredded sheath could not be determined; however, the likely cause may be resistance encountered while advancing the thumb advancer. Resistance encountered during thumb advancer deployment is consistent with radial force constriction on the sheath, which may also cause the sheath to elongate. Factors that may contribute to radial force constriction may include a tight tissue tract or anatomical conditions, or manufacturing issues. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed as the lot number was not reported and the device was not returned. Based on the information received, there does not appear to be any indication of an issue with the quality of the product. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The lot number was not provided. A follow-up will be submitted with all additional relevant information.